Event description:
It was reported that the pt had a return of symptoms which included increased baseline pain. The pt's last refill session was in (B) (6) 2009. The actual residual volume in the pt's pump was 40ml and the expected residual volume was 8ml. The medication being delivered via the device system was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).